Event description:
Date of event: 2011, approximately (B)(6). The enteralite infinity alarms "no food" when the bag has food. Over the past year, or since the introduction of the new infinity feeding bags, the "no food" alarm has sounded at sporadic intervals of 2-3 weeks, sometimes alarming repeatedly (2-10 times) during a single day/night or 2-5 times each day/night over several days without responding to zevex's recommended troubleshooting suggestions and resulting in up to 12 hours of missed feedings. After tolerating and troubleshooting the problem as it erratically and intermittently occurred, for months, I contacted zevex customer service and they suggested I speak with one of their nurses for troubleshooting. It was suggested that I clean the cassette receptacle daily and the nurse ran through a series of questions to determine whether there was anything about the formula that could be contributing to the problem. As well, she suggested a few troubleshooting tips and explained how air bubbles can cause the "no food" alarm. However, I had already been using most of the troubleshooting tips and it was decided that it was likely there wasn't anything I was doing incorrectly or overlooking. Finally, the nurse suggested getting a new cassette door (one with moog on the front instead of zevex) if the problem continued, because there was some concern that the old doors weren't closing properly and triggering the "no food" alarm. After cleaning the cassette receptacle and following the troubleshooting suggestions for another few months with no change in the "no food" alarm, I contacted our nurse case manager at (B)(6), the agency that pays for and authorizes our medical supplies, to ask for a new cassette door as the zevex nurse had recommended. The nurse at (B)(6) hadn't heard of this problem, but suggested getting a new pump instead, as our pump had been with us for five 4-5 years. So, the agency that ships our supplies, sent us another enteralite infinity to try straight out of the box the pump alarmed "no food", so I called our supplier and they suggested trying another one and sent it quickly out. Again, straight out of the box (our third enteralite infinity), also alarmed. Of important note I think, is that the alarm is always solved by changing the formula to a new bag. However, I have a finite number of bags each month, the bags are indicated to be "single use" bags and depending on the frequency and persistence of each "no food" alarm in a 24 hour period, I have to reuse any number of bags so feeding can continue. At worst, during times of day/night or circumstances when it isn't possible, for whatever reason, to change the food to a new bag, the pump has to be turned off until the bag can be changed and the pt doesn't receive any food for the time it takes to do so. At best, a bag is available and the formula can be transferred, leaving us with one less bag that month, or forcing us to reuse a used bag.